Event description:
It was reported that a light sensitive drug set leaked at the distal connection of the device¿s middle connector. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, a video and two retained samples were provided for evaluation. The visual inspection of the video showed a leak from the tube bushing. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed by loading into an infusion pump and the flow of liquid was observed throughout the set with no issues. Air passage test and underwater leak test were performed: no leaks or no blockages were identified. The reported condition was verified on the video; however, the issue could not be reproduced in the retained sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.